Event description:
It was reported that the vpc-5 (megp) collimator dropped to the floor during the collimator exchange procedure. When the customer removed the collimator from the detector, the collimator initially did not release, then fell. There was no reported injury.